Event description:
The dome was detached during traction removal. The indwelling period was about 180 days. The detached portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. The complainant indicates the feeding tube had been in place for 180 days and the dome detached during traction removal. The tear in the dome initiated betwen the feeding tube and the obturator pocket. A portion of the dome material was still attached to the feeding tube. No evidence of any mfg related defects were noted on the complaint sample. This will be considered a user related complaint.